Event description:
Patient was in the process of reclining his permobil m3 corpus power wheelchair and while he was reclined the back of the chair fell off and the patient was ejected out of the chair. Patient then had increased pain saw his orthopedic surgeon who ordered mris and x-rays. Since that time he has had more difficulty with his bowel program. FDA safety report ID # (B)(4). FDA received date: 02/06/2020.